Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, a patient in (B)(6) was hospitalized and had a percutaneous endoscopic gastrostomy (peg) tube placed. The patient suffered abdominal pain. A CT scan and a thoracic x-ray were performed. The CT showed pneumoperitoneum and ascites. One dose of tazocin, serrum l-r 1000ml and one colpocin -t 100ml IV were administered. The pain was significantly decreased because of the antibiotics. On (B)(6) 2016 at 00:45, patient underwent open gastrostomia- adjacent vertical section. The j tube is located at the correct position and was not affected by the surgery. The stoma cleaning and peg mobilization was done without problem. The patient stays unfed. Levin and urinary catheter were placed. Tazocin IV, flagyl and serum r / l 1000ml were administered. The patient had a temperature of 38 degree celcius, and the patient received apotel IV. The patient has recovered and on (B)(6) 2016, patient was discharged from the hospital in good clinical condition.

Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.